Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. It was mentioned that the ipg was in a deeper angle. The patient will undergo a revision procedure.

Manufacturer narrative:
This MDR never should have been submitted as it is not a reportable event.

Event description:
A report was received that the patient underwent an ipg replacement procedure (MFR report #: 3006630150-2016-02304), and since that time has been experiencing difficulty charging the ipg. The ipg appears to be deep in the pocket and at an angle. The physician assessed that the patient should wait one month to see if the pocket issue resolves, and may consider a surgical revision at a later date.